Manufacturer narrative:
The plates were implanted and are not available for eval. Review of the device history record found no discrepancy for this lot number. The cause of breakage during bending of the plates cannot be determined. As noted in the surgical technique, the plate can be bent to a maximum of 15 degrees in either direction. Additionally, to maintain integrity of the occipital implant, the plate must be bent in one direction only. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the cranial single limb sections of two occipital plates, both lot 8606n, broke during bending and before being implanted. Affiliate reports that both plates were implanted as no other plates were available to the surgeon. No adverse outcome has been reported to date. As compromised devices were implanted, a medwatch report is being filed to document this event.